Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including two percutaneous leads (of the same lot), on (B)(6) 2009. It was reported the leads were explanted and replaced due to lead migration. No pt complications were reported as a result of this event.